Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found with incorrect label information before use. The following has been provided by the initial reporter: it was reported that label on box had a reference number of 305902, and product inside was labeled with reference number 305916. Snow verbatim: bd customer service rep stated that customer called to report an issue but hung up before the transfer could be made. Customer stated that inside sealed box marked with material# 305902 lot 8303840, has a different material number marked on the individual packages inside (305916).

Event description:
It has been reported that the needle sftygld 25x1 rb has been found with incorrect label information before use. The following has been provided by the initial reporter: it was reported that label on box had a reference number of 305902, and product inside was labeled with reference number 305916. Snow: bd customer service rep stated that customer called to report an issue but hung up before the transfer could be made. Customer stated that inside sealed box marked with material# 305902 lot 8303840, has a different material number marked on the individual packages inside (305916).

Manufacturer narrative:
H.6. Investigation: one opened 50-count shelf carton (p/n 305902) containing 50 needle assemblies in fully sealed blister packs (p/n305916) both confirmed to be from batch 8303840 were received and evaluated. It was observed the color and part number on the carton did correspond to the batch number printed on the carton and was different from the product inside. The mixed product defect is rejectable per product specification. The potential root causes for the mislabel product defect are: improper line clearance. It is possible a box from the previous batch was not cleared from the manufacturing line then printed with the complaint batch and filled with product. Camera failure to reject 100% of mixed carton product. A. The system was identified to have a rejection station flaw after correctly identifying incorrect shelf cartons. The flaw is present only during a specific set of circumstances surrounding the vision system. The system in place is not routinely challenged to ensure proper function. Inadequate procedure regarding rejected shelf cartons. Rejection stations are not labeled to identify what the product is rejected for. Procedure is not clear regarding inspection criteria for rejected cartons. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.